Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Insulin pump received with cracked case on the back at the battery tube area and battery tube threads. Insulin pump received with cracked keypad overlay at select button, damaged serial number label, missing display window cover and peeling keypad overlay.

Event description:
The customer reported via phone call that the insulin pump had blank display due to exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. Customer stated that the crack at back of the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.